Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an open wound, suspected infection, and drainage at the ipg and lead site. The patient was administered antibiotics to address the issue.